Event description:
It was reported that the right ventricular lead had high coil impedance and an apparent fracture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the distal segment of the lead was returned and analyzed. The defibrillator conductor was fractured. The distal conductor was fractured. The defibrillator conductor was distorted. Several conductors had blood/body fluid (not obstructed). The defibrillator conductor had a fracture (overstress). There was blood/body fluid in the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation was breached cut. The outer tubing overlay was breached cut. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in /on the helix/lobe mechanism.